Event description:
The customer returned the camera head to olympus for evaluation. There had been no reported allegation with the device when it was returned. The evaluation found that there was water invasion from the connector faceplate section. There was no patient involvement.

Manufacturer narrative:
E2: ni. The device was returned for inspection without a reported malfunction. The device failed the watertight test. The failure was resolved by replacing the connector and connector section. This report will be supplemental once additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and correction. Since, the equipment in question was manufactured more than 15 years ago, the device history record could not be verified. The device was evaluated. And the evaluation found, that the connector was flooded. The cause of the flooded connector could not be determined. Olympus will continue to monitor the field performance of this device. This report will be supplemented, if additional information becomes available at a later date.

Event description:
The customer returned the camera head to olympus for evaluation. There had been no reported allegation with the device, when it was returned. The evaluation found, that there was water invasion from the connector faceplate section. There was no patient involvement.